Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing batch record review could not be performed as a lot number could not be obtained. A root cause could not be determined based on the available information. However, the customer transferred 3-5 full drops of sample to the device and read the results at 2-3 minutes (a timer was not used). Per the package insert: · hold the pipette vertically and transfer 3 full drops of urine (approx. 100 l) to the specimen well (s) of the test cassette, and then start the timer. Read the result at 3 minutes. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
It was reported that a urine hcg cassette test was administered with a result that was a confirmed false positive x 1 with serum quant < 2 miu/ml. The patient was not provided/withheld treatment nor were there changes in medication due to the hcg results. There was no report of adverse events. Troubleshooting occurred with a discussion of the event and possible causes such as technique, storage, handling, and specimen factors per package insert. "Limitation" section was also discussed.